Manufacturer narrative:
Investigation. X-inspect returned samples. *analysis and findings. Complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 09/10/2010 under wo #95380 and shipped on 09/13/2010. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: this unit was serviced in 2017 for an updated diaphragm. Historical complaint review: a review of the 2-year complaint history showed one similar reported complaint condition. Product receipt: the complaint unit was returned on repair log 96800. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. Root cause not applicable as the complaint condition was not confirmed. *correction and/or corrective action the unit's output power was re-calibrated as a precaution and returned to the customer. No further corrective action is necessary, as the complaint condition was not confirmed. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Interm. Power loss. Order: (B)(4). --complaint not verified- has updated diaphgram. Pedal-ok. 1216677-2021-00187 leep system 1000 esu gen 52969 (B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported conditon.

Event description:
Interm. Power loss. Order: (B)(4). Complaint not verified- has updated diaphgram. Pedal-ok. Leep system 1000 esu gen 52969. E-complaint (B)(4).